Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that it was not working anymore and it started acting erratically and was taking forever to charge. Pt stated that on saturday night it took five or six hours before they could get it charged to 100%. Pt stated that they plugged it in to get it charged from the morning and when they came back there was nothing on the screen. Pt stated that by sunday morning when they woke up the controller was just dead in the water. Pt noted that the manufacturer representative (rep) had them reset the controller and put the charger off and on. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted in the controller; the controller was not powering on. Pt confirmed that the ac power supply green light was on. Patient services specialist (pss) had the pt unplug the power supply from the controller and insert two aa batteries; the controller powered on. Pss had the pt inspect the ac power supply and controller port; pt did not see any apparent damage. The issue was not resolved. When asked for the event date, pt stated that they were having a little issue in the weeks prior with the device as it was taking too long to charge and then it would drain real fast too. No symptoms were reported. Additional information was received from the pt. Pt called back and stated they received the replacement controller, but they are still having the same issue. Pt stated that the controller charges just fine, but clarified it is taking 5-6 hours at least to charge the ins. Pt stated that the controller will show that it is "recharging excellent" and they will lay with the recharger (rtm) in place and not move for 5-6 hours but barely get any battery in the ins. Pt noted that the manufacturer representative (rep) recommended trying to turn the therapy off while recharging to see if that improves charge duration and pt did not notice an improvement. Pt added that the quality sometimes fluctuates as well without moving noting that it will jump between excellent and good. Pt added that for the past two days it has not been fluctuating. Pt stated that the controller battery will drain but the ins battery level never goes up. Pt denied any visible damage to rtm and stated their rep recommended the rtm gets replaced at their reprogramming appointment yesterday.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.